Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 30, 2021.   Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 213, 67) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation findings: 213 - no device problem found investigation conclusions: 67 - no problem detected the returned sample was visually inspected upon receipt with no anomaly including a breakage that could lead to gas transfer failure. After rinsing and drying the unit, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure manual. It was confirmed to meet the factory's specifications. The investigation was found with no anomaly in the gas transfer performance of the actual sample after rinsing and in the manufacturing record. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, shortly after initiation of cpb, a drop in po2 was observed which required increasing the fio2 levels. There was a delay of about less than 1 minute when the po2 levels started to increase. A consistent rise in pco2 levels which now required increasing the gas flows (sweep); however, pco2 kept increasing despite appropriate adjustments made. A blood gas sample was taken for measurement using a point-of-care device (gem4000) which confirmed high pco2 levels. Gas flows of between 8-10 lpm where required throughout the procedure in order to maintain acceptable levels. No significant changes in po2 levels were observed and no harm done to the patient during cpb. The patient's height is 150cm with bsa of 1.36m2. Additionally, 29 minutes prior to initiation of cpb the heparin was administered, the act was 421 after the initial dose of heparin. At the initiation of cpb, the blood flow rate was 3.4, sweep gas rate of 2 and with 50% of fio2. When the po2 dropped, the blood flow rate was 3.8, sweep gas rate of 2 and fio2 was 50%. When the co2 started climbing the blood flow rate became 3.9, sweep gas rate of 2.9 and with an fio2 of 60%. The lactate levels when the po2 dropped and co2 increased was at peak of 1.6. The do2 and cerebral saturations were not monitored. The act values throughout the cpb was 451, 480. No consequence or impact to patient. The product was not changed out. Procedure was completed successfully.